Manufacturer narrative:
(B)(4).

Event description:
It was reported that a change sensor message on screen after two days occurred. Data was evaluated and the allegation was confirmed as progressive sensor decline. Additionally, during data investigation, an early sensor expiration was observed. The probable cause was determine to be a stale start command which led to an early sensor expiration. The reported event of a change sensor message on screen is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.